Event description:
Additional information received later from the healthcare provider (hcp) indicated that a sleep study was scheduled as the patient had sleep apnea, sleep deprivation and anxiety. Hcp "doubts if symptoms of sleep deprivation and sleep walking are due to intrathecal meds". In regards to the catheter revision a kink was indicated to be at the proximal/pump segment. Patient outcome was indicated as no injury. Morphine was indicated to be in the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter had become disconnected in (B)(6) 2012, and the catheter had to be revised. It was noted that it had "been fixed as of now." It was also reported that the patient had a change in therapy effect. The pump did not seem to be working for what it was intended for. The patient had received the pump for back pain, but the patient still had back pain. Following the pump and catheter implant, the patient experienced effects such as "falling asleep at anytime." It was also reported that the patient talked as though she was "in a dream." The patient "talked to people", made noises, and imagined playing the piano, conducting a choir, and sewing things. The patient was able to discuss the "dreams" she was having. It was noted that "something was wrong", and that the patient's symptoms were "getting worse and worse." The patient visited the physician, and the pump dosage was increased. It was noted that the physician recommended the patient be tested for sleep apnea. The patient's status was undetermined. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type: programmer, patient; product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type: catheter (B)(4).